Event description:
It was reported that, the user experienced hyperglycemia with a blood glucose value of 229 mg/dl after lunch shortly after starting on the ilet. An occlusion alert had occurred earlier the same day, and the user expressed uncertainty regarding insulin delivery; however, subsequent review confirmed that dosing was occurring and no current alerts were present. Symptoms included elevated blood glucose. Outcomes included troubleshooting and user education, with guidance provided that the ilet may dose conservatively during the initial learning period and that monitoring for downward glucose trends was recommended. No medical intervention or hospitalization was reported. An investigation was conducted, including review of device reports and user follow-up. The investigation revealed that insulin delivery was occurring and no active alarms were present at the time of the event. The cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, it was concluded that the cause of the event was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.